Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of the minicap transfer set and titanium adapter. This occurred prior to use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no allegation against the titanium adapter. There was no patient involvement. No additional information is available.